Manufacturer narrative:
Further information provided that lens was explanted november 18, 2019. No further information was provided. The file has been updated accordingly: if explanted; give date: (B)(6) 2019. Patient code: 3191 - explant of intraocular lens. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site; therefore an investigation could not be performed. The customer''s reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2019 - (B)(6)2019. Date of explant: planned explant to take place on (B)(6) 2019, however not yet conducted. . (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) will be exchanged at a later date due to a post op refraction of +1.50 se (sphere equivalent). The date of exchange will be (B)(6) 2019.